Event description:
It was reported that the right ventricular lead exhibited low impedance and an increase in capture thresholds due to an insulation anomaly. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).